Event description:
It was reported that during a da vinci s surgical procedure, pieces of cable from a endowrist prograsp forceps instrument broke off and fell into the pt. As of 2008, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering inspected the instrument and found no evidence of broken or frayed cables. Engineering was unable to confirm the reported problem. Engineering also observed the distal end of the main tube has two distinct sections, .90" and 1.05" long x .095" wide, separated by .060", with material removed. Damaged areas are roughly parallel to each other and to the tube axis. Wear pattern of both sections have tapered ends, which along with the close spacing is unusual. Material removal may be due to tube pressure against a cannula accessory or another sharp edged item. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is rec'd.